Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). "The customer reports that he started the infusion at 12:30 and at the end of time (3:30 pm) the syringe was full and the medication had not been infused. Event date: (B)(6) 2021. Event time: 12:30 hours. Series number (B)(6). According to the history, no infusion was scheduled at 12:30 am, on (B)(6) 2021. On this day an infusion was scheduled at 13:24:12 hours, to infuse 690ml, during 03:00 hours. But, the infusion was stopped by the user at 14:55:46 hours, and the amount infused at that time was 350.9ml." "The user reported that: "the syringe was full, and the drug had not been infused", according to this information, that is, that he was using a "syringe" means that he would be using a "perfusor" device, however he returned a infusion equipment, as mentioned above, an equipment that uses "infusion equipment" and not "syringe"." "In addition, the user informed that the adverse event occurred in the equipment serial number (B)(6) but returned the equipment serial number (B)(6)." "Even with the inconsistency in the information in the technical complaint, we simulated an infusion at a flow rate of 230ml, same in use on (B)(6) 2021, the day of the alleged adverse event, to confirm that the equipment is functional, and we verified that it is infusing normally as expected, without any blockage that could impede the drug's flow. We also simulated a blockage in the infusion line and the equipment visually and audibly alarmed the blockage, which also shows the correct functioning of the alarm." We noted that users of this same client showed lack of skill and/or training in several technical complaints investigated by the cqcm-232/21 report; where we also concluded that the complaints were not confirmed, so we ratified the warning made on that occasion: "the user does not seem to be properly qualified and trained to use the equipment and therefore concludes that the equipment is not working properly; when in fact it doesn't seem to be being handled correctly. It is important that it is verified that the user has received the proper training and if so, it may be necessary to retrain him."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion" the customer reports that he started the infusion at 12:30 and at the end of time (3:30 pm) the syringe was full and the medication had not been infused. "